Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following details were reported to gore: on (B)(6) 2010, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis (pxt261414/7791256, pxc201000/7908730, pxc201400/7781020). The patient tolerated the procedure. On (B)(6) 2024, the patient underwent reintervention for aneurysm enlargement. The physician stated no allegation against devices and believes the growth is due to disease progression. The physician chose to reintervene and a gore® excluder® iliac branch endoprosthesis (ceb231210a/27581004) and gore® viabahn® vbx balloon expandable endoprosthesis (bxal083901a/unk) and a gore® excluder® conformable aortic extender component were implanted. The physician extended proximally from the trunk ipsilateral leg with the aortic extender conformable and the iliac branch component was put in the right common iliac artery and extended with a gore® viabahn® vbx balloon expandable within the right internal iliac artery. The left side was exended distally with a contralateral leg component. It is unknown which contralateral leg was on the left side from the initial procedure. On (B)(6) 2024, patient was discharged and is doing well. On (B)(6) 2025, the patient underwent endovascular reintervention for a possible type ii endoleak and a possible type ib endoleak on either side and aneurysm enlargement. It was reported that the aneurysm had enlarged from 4cm and now measured 20cm. The left side was relined with two contralateral leg components and the internal iliac artery was relined with an additional gore® viabahn® vbx balloon expandable endoprosthesis (bxal083901a/unk). The physician does not allege a deficiency of the devices. The physician believes enlargement of the aneurysm and suspected unknown endoleak(s) coupled with disease progression is causing pressure to the grafts which may have caused the gore® viabahn® vbx balloon expandable to shift and lose seal. The patient tolerated the procedure.